Manufacturer narrative:
According to the customer the nebulizer is not dispensing medication which has led to them going to the emergency room and receiving breathing treatment. Per the customer they cannot recall when the incident occurred, and they have existing health issues with copd. Per the customer they believe the nebulizer unit is about 2-3 years old. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the nebulizer is not dispensing medication which has led to them going to the emergency room and receiving breathing treatment.